Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 424 mg/dl. Customer stated that insulin pump was not giving insulin. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active. Customer was given bolus. Customer stated that reservoir had 300 ml units and insulin pump was said that 237 ml left. Customer stated that there were insulin squirting. After fill tubing there was no insulin squirting. Customer was performed self test and it was passed. Customer had no back up plan. The insulin pump will not be returned for analysis.